Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that per the manufacturer representative on the reprogram form, the patient had headaches from the program. It was stated that the patient seemed happy after reprogramming. The issue resolved without sequelae after the reprogramming on (B)(6) 2018. The clinical diagnosis was updated to increased headaches. The cause of the issue was not known/determined and no contributing factors were indicated. The patient's baseline weight was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. A clinical diagnosis of increased pain levels was reported with no device diagnosis applicable. The patient reported increased pain to 8-8-8-8 on (B)(6) 2018. The patient was examined by the physician. The pain level of 8-8-8-8 had worsened and the patient thought the spinal cord stimulator needed "tweeking". The ins was reprogrammed on (B)(6) 2018. The event was assessed as possibly related to the device or therapy, specifically programming, and not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017. The event was ongoing and the patient had an office visit scheduled for (B)(6) 2018.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient had a history of headaches and returned pain, and was reprogrammed on (B)(6) 2018 and (B)(6) 2018. Evidence was found that the battery was eri, so it was replaced on (B)(6) 2018 and the pain improved and resolved. It was noted that the event was possibly related to the device or therapy and unlikely related to the implant procedure. The outcome resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that the cause of the eri was due to normal battery depletion. It was corrected that no reprogramming occurred on (B)(6) 2018. No further complications were reported/anticipated.